Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00064, 0001822565 - 2018 - 00065.

Event description:
It was reported that the device was found fractured while sales associate was assembling the trays in the sterile processing department. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
(B)(4). Concomitant medical products: ps tibial articular surface provisional left size 6-9 ef top pn42517400710 ln63454801. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the tasp bottom confirms that the tasp exhibits signs of repeated use (nicked or gouged) with the post feature fractured off with no missing pieces. The device has been in the field for over 1 year 4 months and had been used an unknown amount of times. Device history record was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.